Event description:
An externalized conductor was observed via x-ray. No electrical anomalies were detected. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The distal part of the lead was returned for analysis. Internal insulation abrasions were found at 7.9cm - 10.3cm and 11.2cm - 12.9cm from the distal tip. Multiple external insulation abrasions were found between 37.6cm and 52.7cm from the distal tip, consistent with friction to the ICD can. The etfe coating was intact at these locations.